Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle partially retracted. The following information was provided by the initial reporter: just wanted to check with you on a situation. I had a ma that was giving a patient an IV. The needle didn't retract all the way in and she stuck herself while trying to clean up. The patient is hiv positive and also has hepatitis c. I did all the things necessary for the patient but the owner wanted me to reach out with the lot number and for you to check and see if the manufacturer has a known issue with this. Mckesson brand 24 g x 0.75 in shielded IV catheter lot # 3096297 and exp date is 3/31/26. The ma went to the ER and was given prescription prophylactics to take for 4 weeks with follow ups at intervals.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 380312 and lot number 3096297. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.